Event description:
Berlin heart was notified on 05/13/2022, that on (B)(6) 2022, the site noted the patient had decreased movement in the left upper and lower extremities, was unable to sit up and experienced loss of consciousness. CT of the head on (B)(6) 2022 noted low attenuation in the right posterior lim of the internal capsule and right thalamus. Repeat CT of the head on (B)(6) 2022 was unchanged from (B)(6) 2022. Neurology, physical therapy and occupational therapy were consulted. Neurology recommended to continue current anticoagulation therapy,(bivalirudin and aspirin). Reported labs included ptt 98, platelets 226, inr 2.2. Stable scant fibrin specks were noted on the lateral side of the blood pump. Pump maintained complete fill and eject and functioned as intended.

Manufacturer narrative:
The lvad pump where the deposits were seen (1920250), was in use for 189 day at the time of the event (from (B)(6) 2021 to (B)(6) 2022). We have reviewed the production records of the excor blood pump, s/n (B)(4), this pump was produced according to our specification.